Event description:
Spinal fixation was performed at l4-l5 with myspine mc guide. When the surgeon tried to insert the pedicle screw (5.5mm x 40mm) at right side of l5, the patient bone broke. Patient's bone quality weak. Hole preparation: 5mm under tap 6mm same tap. The surgeon changed the trajectory and inserted the pedicle screw (5.5mm x 35mm). The reason for changing the screw length was that the trajectory was changed, resulting in a shorter trajectory.

Manufacturer narrative:
Batch review performed on 31 march 2025 lot 2457685: (B)(4) items manufactured and released on 15-march-2024. Expiration date: 2029-02-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Visual inspection: the screw does not present any problems. It has been implanted in a sawbone test. Root cause is not connected to the implant. Planning review performed by myspine team: our analysis of the myspine process of this case found no deviations from the standard procedures. Each step has been performed correctly. The issue experienced is likely related to the unique patient conditions and surgical application. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.